Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for procedural complications. The exact root cause cannot be determined. The likely root cause is that patient activity post discharge led to the event. The device history record (DHR) could not be reviewed since the lot number could not be provided. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).

Manufacturer narrative:
A2: date of birth: born in 1988. E3: occupation: professor. The product lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available for return; therefore, an evaluation of the actual device was unable to be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported a femoral puncture site hematoma that was less than 6cm had developed between discharge and 30 days post-procedure. The procedure performed prior to the use of the angio-seal device was an interventional procedure and the segment of endovascular intervention was hemorrhoids. The type of intervention was an embolization. The arterial access, sheath, guidewire, and/or catheter insertion was easy. A limited femoral angiogram obtained prior to the deployment of the angio-seal device. There were no issues with insertion, deployment, or withdrawal of the device. The adverse event (ae) was resolved. There was no blood loss. Additional information was received on (B)(6) 2023: hemostasis was successful with the angio-seal that was used. No action was taken to resolve the hematoma that had formed. The patient was in stable condition.